Manufacturer narrative:
Registration number 3009092818 exemption number e2016011. This report is filed on october 31, 2016. H3 other text : implanted device remains.

Event description:
The patient underwent revision surgery on (date not reported), in order to remove an internal magnet.